Event description:
It was reported that concerns were raised regarding this right ventricular lead exhibiting loss of capture. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.